Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken molded insulator. The instrument was found to have a broken molded insulator on the lower jaw. The broken piece measures approximately 4.30mm x 9.22mm and was not returned with the instrument. The grip bas for the grip with the cracked molded insulator does not appear to be bent. Additional observation(s) not reported by site: the instrument was found to have a detached fragment. The detached fragment broke off from the instruments molded insulator. The broken piece and the grip tip were not returned with the instrument. The instrument was found to have a broken conductor wire at the proximal end. No thermal damage was found on the instrument. The conductor wire broke as a result of the break of the molded insulator.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the 6mm maryland bipolar forceps instrument was found to have a broken instrument jaw. The procedure was completed with a backup instrument. No known impact or patient consequence was reported. There is no report of detachment and no report of fragment(s) falling inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The instrument did not collide with any other instrument or tool during the procedure. The surgeon believed the instrument might have broken because it was not at its first use, but there was no fragment fall. No images or videos are available for review.